Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer changed sets and blood glucose went down to 142 mg/dl, but when they woke up this morning it went up again to 600 mg/dl and the current blood glucose level was 524 mg/dl. Customer had nausea. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery, because she thinks that the insulin pump was not delivering the insulin. Customer stated that they did not used auto mode feature at time of high blood glucose event. Customer reported they performed displacement verification test and test passed. The insulin pump will not be returned for analysis.